Manufacturer narrative:
Records indicate this product remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. Review of daily measurements showed some variability in shock impedance but overall measurements appeared to be fairly stable. Resetting the alert and increasing the alert threshold was discussed. No adverse patient effects were reported.